Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the needle detached and was captured inside the capio device when the physician was passing the mesh leg through the left sacrospinous ligament. It was noted that the capio needle carrier was bent. The physician cut off the mesh leg suture and used a stand-alone suture and another capio device to throw the mesh leg through the ligament. There were no complications to the pt, who is reportedly "fine" post-procedure.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the needle detached and was captured inside the capio device when the physician was passing the mesh leg through the left sacrospinous ligament. It was noted that the capio needle carrier was bent. The physician cut off the mesh leg suture and used a stand-alone suture and another capio device to throw the mesh leg through the ligament. There were no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The mesh was implanted, but the capio device has been received. An evaluation has not yet been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.